Event description:
During an intervention on a patient the defibrillator electrodes were attached to the patient for analysis. The device gave a memory full message to the user, the device then gave the message "pull green tabs and apply electrodes". The user repositioned the electrodes however, the device continued to give a "pull green tab and apply pads message" and did not analyze .

Manufacturer narrative:
Upon receipt of the device, a full device test was conducted. During the test, the device analysed and shocked three times at 947.j, 150.7j and 197.7j respectively. The technical support engineer reported the device to be fully functional. The device was allocated to a test engineer who conducted a full investigation into the fault reported. As the end user had never downloaded the memory, it was not possible to analyse the sequence of recorded events in the device history log. Despite requests to retain and return the pad pak, the customer had disposed of the pad pak used in the adverse event. The engineering investigation into the fault reported has shown that the device is fully functional. However, the device memory had not been downloaded since december 2004, this does not affect the functioning of the device.